Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the literature review article indicates that a patient presented with a dvt (deep vein thrombosis) post tka. It is unknown how the issue was treated. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1 MDR reporting contact name and address.

Event description:
*Literature case* "european journal of medical research 2019 - the value of tranexamic acid for patients with preoperative anemia in primary total knee arthroplasty" author: minwei zhao et al. In his study there were 96 patients bearing genesis ii implants. It was reported that a patient suffered from deep vein thrombosis. It is unknown how the issue was treated